Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during an anterior repair with mesh, tension free vaginal sling, and cystoscopy procedure performed on (B)(6) 2006 for the treatment of cystocele and stress urinary incontinence. Reportedly, the patient tolerated the procedure well and was transferred to the recovery room in stable condition. The patient experienced post-operative complications such as stage 2 posterior compartment prolapse, defecatory dysfunction, vaginal mesh exposure, and dyspareunia as an outcome of the operation. Following that, the patient had midurethral sling mesh and anterior compartment vaginal mesh excision, right sacrospinous ligament fixation, posterior colporrhapy, and cystourethroscopy on (B)(6) 2021. An intraoperative exam indicated an anterior compartment with recurrent distal prolapse primarily across the urethra. About 1 cm proximal to the urethral meatus, an exposed mid-urethral sling mesh with significant calcifications was observed. A second mesh exposure of anterior compartment mesh, about 5 mm in diameter, was observed in the proximal anterior compartment close to the right of the midline. Furthermore, cystoscopy was performed several times throughout the case. The bladder contained a little 3mm stone but no foreign bodies, defects, trauma, or masses. Bilateral ureteral jets were observed at the start of the procedure and after the sacrospinous ligament was fixed. The urethra remained completely intact throughout the case, with no mesh exposures or abnormalities.

Manufacturer narrative:
Date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2006, was chosen as a best estimate based on the date of the implantation. This event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6). (B)(6) medical center. (B)(6). The explanting surgeon is: dr. (B)(6). (B)(6) medical center. (B)(6), patient code (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a device analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Please refer to MFR report 3005099803-2022-05771 for the associated device. It was reported to boston scientific corporation that an advantage fit system and polyform graft device was implanted into the patient during an anterior repair with mesh, tension free vaginal sling, and cystoscopy procedure performed on (B)(6) 2006 for the treatment of cystocele and stress urinary incontinence. Reportedly, the patient tolerated the procedure well and was transferred to the recovery room in stable condition. The patient experienced post-operative complications such as stage 2 posterior compartment prolapse, defecatory dysfunction, vaginal mesh exposure, and dyspareunia as an outcome of the operation. Following that, the patient had midurethral sling mesh and anterior compartment vaginal mesh excision, right sacrospinous ligament fixation, posterior colporrhapy, and cystourethroscopy. An intraoperative exam indicated an anterior compartment with recurrent distal prolapse primarily across the urethra. About 1 cm proximal to the urethral meatus, an exposed mid-urethral sling mesh with significant calcifications was observed. A second mesh exposure of anterior compartment mesh, about 5 mm in diameter, was observed in the proximal anterior compartment close to the right of the midline. Furthermore, cystoscopy was performed several times throughout the case. The bladder contained a little 3mm stone but no foreign bodies, defects, trauma, or masses. Bilateral ureteral jets were observed at the start of the procedure and after the sacrospinous ligament was fixed. The urethra remained completely intact throughout the case, with no mesh exposures or abnormalities. Pathology of the midurethral sling noted the device and stones; the vaginal mass was noted as partially denuded squamous mucosa with chronic inflammation and focal calcifications.

Manufacturer narrative:
Correction to blocks b5 and h6: patient codes patient code e2326 has been added for the reported event of inflammation. Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2006 was chosen as a best estimate based on the date of the implantation. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6). (B)(6) medical center. (B)(6) united states. The explanting surgeon is: dr. (B)(6). (B)(6) medical center. (B)(6) united states. Block h6: patient code e2006, e1405, e2401, e2328 and e2326 capture the reportable events of vaginal exposure, dyspareunia, defecatory dysfunction and bladder obstruction and inflammation. Impact code f1905 captures the reportable event of excision of mesh.

Manufacturer narrative:
Block h2: correction. Block b5 narrative has been corrected. Block b3 date of event: the exact event onset date is unknown. The provided event date of december 12, 2006 was chosen as a best estimate based on the date of the implantation. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6). (B)(6) medical center. (B)(6). The explanting surgeon is: dr. (B)(6). (B)(6) medical center - (B)(6). Block h6: patient code e2006, e1405, e2401, e2328 capture the reportable events of vaginal exposure, dyspareunia, defecatory dysfunction and bladder obstruction. Impact code f1905 captures the reportable event of excision of mesh. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a device analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Please refer to MFR report 3005099803-2022-05771 for the associated device. It was reported to boston scientific corporation that an advantage fit system and polyform graft device was implanted into the patient during an anterior repair with mesh, tension free vaginal sling, and cystoscopy procedure performed on (B)(6) 2006 for the treatment of cystocele and stress urinary incontinence. Reportedly, the patient tolerated the procedure well and was transferred to the recovery room in stable condition. The patient experienced post-operative complications such as stage 2 posterior compartment prolapse, defecatory dysfunction, vaginal mesh exposure, and dyspareunia as an outcome of the operation. Following that, the patient had midurethral sling mesh and anterior compartment vaginal mesh excision, right sacrospinous ligament fixation, posterior colporrhapy, and cystourethroscopy. An intraoperative exam indicated an anterior compartment with recurrent distal prolapse primarily across the urethra. About 1 cm proximal to the urethral meatus, an exposed mid-urethral sling mesh with significant calcifications was observed. A second mesh exposure of anterior compartment mesh, about 5 mm in diameter, was observed in the proximal anterior compartment close to the right of the midline. Furthermore, cystoscopy was performed several times throughout the case. The bladder contained a little 3mm stone but no foreign bodies, defects, trauma, or masses. Bilateral ureteral jets were observed at the start of the procedure and after the sacrospinous ligament was fixed. The urethra remained completely intact throughout the case, with no mesh exposures or abnormalities.